Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. Further, the electrode array migrated out of cochlea. In addition, the recipient experienced temporary pain due to undetermined reasons. This is a final report.

Event description:
The user was explanted as the electrode lead was exposed in the outer ear canal and the active electrode has migrated. It is not reported if the electrode was fully outside of the cochlea. In addition, the user was never really satisfied with the ci. In addition, the user once talked about pain in the implant area which was not present at a later appointment anymore.

Event description:
The user has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.